Event description:
It was reported that the left monitor on the 9800 system went blank during a case. The 9800 system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.